Event description:
It was reported that the user experienced bluetooth connectivity loss between a dexcom g7 sensor and the ilet, resulting in cgm signal loss to the ilet while blood glucose levels remained unaffected; guidance included toggling sensor type settings and restarting the ilet, with instruction to allow time for reconnection. Symptoms included no adverse physiological effects. Outcomes included no hospitalization, no intervention beyond routine troubleshooting, and continued therapy. Customer support included troubleshooting and education regarding device settings and pairing procedures. Investigation of this case revealed a communication interruption between the cgm and the ilet consistent with known connectivity issues, with no evidence of device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device bluetooth communication disruption.